Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an exalt model d single-use duodenoscope was being prepared for use in an endoscopic retrograde cholangiopancreatography (ercp) procedure on (B)(6) 2021. Prior to the start of the procedure, the patient was sedated and the physician noticed that a screw was missing from the scope. The physician then cancelled the procedure and the scope was disposed.